Event description:
A report was received that the trial patient was experiencing extreme pain after the surgical procedure and also with the stimulation. It was also reported that the patient has a very low pain tolerance. The trial leads were removed. No device malfunction was suspected. There will be no further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.